Event description:
Complainant alleged that while attempting to monitor a female pt (age unknown), the device lost video display. The paramedic continued to use the device. There were no adverse effects to the pt.